Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that after the firing process, the jaws would not open. There was no pt consequences. Add'l info received 11/4/97. It was stated by the affiliate that the tissue was cut, so the device could be removed. The surgeon closed the tissue by hand suturing.